Manufacturer narrative:
Tracking number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two reloads. Visual inspection of the cartridge revealed that the reloads were partially fired to the 0.5 cm cut line. The sutures on the distal ends of the anvil and cartridge for both reloads were not released and each contained a fragment of reinforcement material. Microscopic evaluation noted that the reloads had damage to the cutting edge of the knife blade. The reloads was loaded into a pmv representative instrument (powered handle 1 and adapter) for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The reload was applied to test media with proper transection and staple formation. Buttress material was placed and all sutures were released or cut. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record for this device lot number indicates the following non-conformances were noted: mfg found defect pouches with water damage and mfg found 3 pouches with red pm on pouches; not related to the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Evaluation summary. Results pending completion of evaluation.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, two reinforced reloads failed to fully cut the neoveil reinforcement material. The staple line came out fine, but the surgeon had to cut out the distal end of the reinforcement material that remained lodged under the distal anchoring suture. All of the lights on top of the idrive were not lit upon completion of the firing as it usually does. The current patient status is that she is in recovery, not affected by the malfunction. It was also reported that the patient did not experience any adverse event as a result of the device malfunction.